Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had recurring insulin flow block alarm. The insulin was not reused, mixed, expired or denatured. Customer had avoided inserting into areas with scarred tissue. The tubing was not bent or kinked. Customer tried all recommended troubleshooting. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Retainer ring is black. Customer returned insulin pump for alleged insulin blocked alarm during bolus found on (B)(6) 2021. Device passed the self test, displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test and occlusion test. Test p-cap locked into the reservoir tube successfully. No unexpected insulin flow blocked alarms noted during testing. Device successfully downloaded to thus. Confirmed numerous pump alarm insulin flow blocked alarm on (B)(6) 2021 at 2:43 through 20:56 in the device downloaded history. The history download confirmed pump error 53 due to software error found on (B)(6) 2021 at 10:10. The formatted history file confirmed pump error 53 alarm (line number 5632 file number (B)(4)). Problem isolated to the electronic assembly as per global logic analysis (B)(4). The electronic assemblies and motor assemblies were inspected, and no anomalies noted. The following were noted during visual inspection: pillowing keypad overlay, scratched case, battery tube threads - cracked, serial label damage and minor scratches on lcd window. In summary, customers alleged insulin blocked alarm during bolus was not confirmed during testing. Insulin pump passed full dry test. No unexpected insulin flow blocked alarms noted in device history download. No anomalies noted on electronic or motor assemblies. Pump error 53 due to a software error.medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.